Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set site came out of the body in the middle of the night and the next day, blood glucose (bg) was elevated (value not provided). No additional information was provided. Tandem clinical diabetes specialist discussed the event with the customer's parent and suggested more site rotations and possibly use a different infusion set. Type of infusion set used during the event was not reported.